Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device intermittently turned off during the case. There was a loss of image for a few minutes.

Event description:
It was reported that the device intermittently turned off during the case. There was a loss of image for a few minutes.

Manufacturer narrative:
Alleged failure: intermittently turning off during case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The most probable root cause could be a bad cable, a loose connection, or other equipment used along the ccu when the issue was observed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.